Event description:
N/a.

Manufacturer narrative:
Device identifier: (B)(4). The complaint was confirmed with the returned unit. A hole was observed on the irrigation tubing. It was also observed that the silicone that was missing from the irrigation tubing was still attached to the aspiration tubing. This hole was most likely caused during product assembly when the lumens were being separated. Device history record (DHR) was reviewed. No anomaly was reported during its manufacturing, packaging, and inspection processes that could be related to the reported condition of device ¿was leaking and had a hole¿. The fg lot met all in-process inspections and testing requirements as specified in the shop order and related procedures. The most probable cause for this defect is related to the manufacturing process.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the c3600 cusa excel 23khz tubing set failed during a liver resection procedure on (B)(6) 2019. It was reported that the tubing had a hole in it and was leaking. Additional information received on 03sep2019 indicating that the issue occurred during set up at the beginning of the peritonectomy case. The staff replaced the tubing and proceeded to complete the procedure. No patient injury was being reported.